Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that system advisory maintenance recommended" was recorded in history. In addition, during analysis, system advisory maintenance recommended alarm was found at power up. It was noted that an annual preventive maintenance was the cause of the reported alarm issue. Service performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the maintenance recommend alarm is an expected/normal advisory alarm designed to notify the customer when it's time to perform required pump maintenance.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited an alarm. No adverse effects were reported.